Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that wearable failure occurred. The wearable was inserted into the arm on (B)(6)2026. On (B)(6)2026, at an unspecified time following the reported sensor failure, a fingerstick blood glucose measurement was obtained and reportedly resulted in a value of 20 mg/dl. The patient experienced a loss of consciousness associated with the hypoglycemic event. Emergency medical services (ems) were contacted, and the patient was treated with glucose gel. The patient was not transported to a hospital, and no further medical evaluation or intervention was documented. At the time of the report, which occurred on the same day as the event, the patient stated that she was still not feeling well and was continuing efforts to raise her blood glucose levels to a safer range. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.